Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded episodes with noise on all three channels. It was also observed that the device was in monitor only mode, although no programming changes had been made. It was suspected that the patient had undergone a surgical procedure or magnetic resonance imaging (MRI) exam where a magnet had been applied ot the device. A guidant technical services consultant discussed that a magnet over this device could result in monitor only mode. There were no patient symptoms reported with this clinical observation.